Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, postoperatively, a 6f exoseal vascular closure device (vcd) was used for blocking and hemostasis, and when the instrument was slowly retracted at an angle of approximately 45 degrees, the return indicator pulsatile blood flow stopped, and then the blocker was slowly withdrawn at approximately 1 cm, but the blocker indicator window did not change color, and then continued to be slowly retracted, and the operator attempted to change the angle several times, and the indicator window never changed color. Finally, the blocker was withdrawn and changed to manual compression. There was no reported patient injury. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had many years of experience using the exoseal. The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd did not change color. The blocker was withdrawn and changed to manual compression. There was no reported patient injury. The device was used postoperatively for blocking and hemostasis. The operator attempted to change the angle several times, and the indicator window never changed color, and when the instrument was slowly retracted at an angle of approximately 45 degrees. The return indicator pulsatile blood flow stopped, and then the blocker was slowly withdrawn at approximately 1 cm. The procedure was performed by retrograde puncture from the right femoral artery using a short non-cordis sheath. The operator had many years of experience using the exoseal. There were no visible signs of device/package damage prior to use. The vessel diameter at the puncture femoral site was not verified to be greater than or equal to 5 mm, and there was no stent near the puncture site, no vessel stenosis >50% at or near the puncture site, no previous closure of the target femoral site with any closure device or manual compression less than 30 days prior to this procedure, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click. The physician did not have the thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The deployment button was not fully depressed and flushed against the handle. One non-sterile exoseal vascular closure device, 6f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed. A cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was received in the black/white position. During this visual analysis, no additional anomalies were observed. The guard locking simulation and the indicator wire deployment test could not be performed, as the indicator wire was received already deployed. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black, black position of the indicator wire. Then it was proceeded with the deployment lever depression, achieving the indicator wire retraction, and plug deployment as expected. Additionally, the indicator window black, white and red position was obtained. A high magnification evaluation was performed to assess the internal device configuration assembly. During this analysis, no impediments or abnormal conditions were observed in relation to the deployment mechanism of the device. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the returned device since the functional analysis was able to be completed with successful plug deployment. In addition, the internal mechanism of the device showed no anomalies. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.